Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint of getting ¿repeated error 307, 26002, and 40084¿. The universal surgical manipulator (usm) was analyzed/tested on an in-house system and passed normal mode. The system did not trigger errors 307, 26002, nor 40084 but they were confirmed via error logs/system logs on the clock-spring and the rolling loop. Additionally, during the patient side cart (psc) fixture test platform (pftp) testing it was noticed that the fiber readings of the clock-spring and the rolling loop were low, and the power readings were trending down. The unit went through more testing on a pftp and passed all tests that were performed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting fault 26002 an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site. Universal surgical manipulator (usm) was replaced. After the similar event on (B)(6) 2023, fse replaced both the proximal and distal set-up joints (suj). Usm, proximal suj and distal suj have been received and analysis is in progress. A supplemental MDR will be submitted if any additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to repeated recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the arm 1 had error 26002. Intuitive surgical inc. (Isi) technical support engineer (tse) confirmed error 26002 on arm1 in logs. Prior to calling in, the customer had recovered the fault several times and opted to switch out to the patient side cart (psc) from another system to continue. The customer continued with the procedure. The procedure was converted to another da vinci system with no reported injury. The site also experienced similar issue on (B)(6) 2023. The issue occurred prior to start of the procedure for the swapped psc. Per tse, the system logs showed hw current/voltage monitor errors, and that the node was reporting errors against armnet1, indicating possible issues with proximal set-up joint (suj) 1. Error 32100 was also reported by the arm 1 axes controller unit (acu), indicating a possibly bad proximal suj 1, distal suj 1, or universal surgical manipulator (usm) 1. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with another patient side cart with no patient harm.